Manufacturer narrative:
Batch review performed on 07 march 2019 by regulatory affairs department: lot 178687: (B)(4) items manufactured and released on 01-feb-2018. Expiration date: 2023-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by washing and packaging manager: through a documental review it is possible to confirm that screws and screw bags (peel pouch) have been collected correctly. The operators involved in the lot have been interviewed and no anomaly has been discovered considering procedure and method. In spite of that, the process flow has been improved: now, the operator that collect the screws is not the same of who packs the screw in the bag. The lot 178687 has been packed following the old procedure (il 07.35 rev.9) unfortunately, in this specific case we did not receive the external packaging, the screw bag seems was not present, and we cannot establish if it was damaged, also, no additional conclusion can be drawn.

Event description:
The fixation screw, its packaging as well, was missing in the primary extension stem packaging. A back-up implant, different lot, has been opened in order to complete the surgery.

Manufacturer narrative:
On march 27, 2019 we received back the primary extension stem that needed to be opened to take the screw that was missing in the package of the involved primary extension stem. No visual inspection needed as the received device was not directly involved in the issue.